Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable low potassium electrode result with one patient sample tested on a cobas pro ise analytical unit. The initial result was 6.3 mmol/l. The first repeat result was 7.1 mmol/l. The second repeat result was 7.1 mmol/l. The third repeat result after a few days was 7.3 mmol/l. The initial result was questioned by the clinic which triggered the repeat testings. The customer stated the 7.1 mmol/l results were verified and reported out, however, is unsure if any of the results are correct.

Manufacturer narrative:
The customer believes the issue was caused by the initial sample not being centrifuged and declined to provide any additional information. The investigation did not identify a product problem. The exact root cause could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.